Event description:
It was reported the pt has not received system stimulation for longer than a year due to his scs ipg being inoperable after not being charged in over a year. A sjm representative was unable to establish communication with the scs ipg using multiple external devices. Subsequently, surgical intervention will be taken at a later date to address the issue. Follow-up identified there is no known reason for the pt not charging.

Manufacturer narrative:
Recall number: 1627487-07262012-002a. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.